Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit could initially not run the safety disk test. Fse dusted pcb board and checked connection. The unit then passed all functional and safety tests and was given back to customer.

Event description:
N/a